Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation -fallopian tubes / migration') and uterine perforation ('perforation- uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and dermatitis ("dermatitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), cystitis ("bladder infection nos"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and migraine ("migraines /headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with adapalene, doxycycline (doxycycline), naproxen, tizanidine and topiramate. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, dermatitis and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems .,urinary problems, bladder infect., uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: reporters were added. New events- dermatitis,migraines /headaches, were added. Treatment drugs were added. Event onset dates were added. Name of confirmation test was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation -fallopian tubes / migration') and uterine perforation ('perforation- uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection nos"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems ., urinary problems, bladder infect., uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, bleeding menorrhagia (heavy menstrual bleeding),(bleeding b/w periods),migration perforation fallopian tubes, perforation- uterus, bladder problems., urinary problems, bladder infection, urinary tract infection, vaginal infect, fatigue, gi conditions, hair loss ,hormonal changes were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.